Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The customer reported that they replaced the flow sensor to resolve the reported issue. The gas delivery system assembly was returned for failure analysis tested, and no failures were identified, therefore, the root cause could not be determined.

Event description:
The customer reported that the air flow measured at -0.9 lpm when set to 0. The ventilator was not in use on a patient at the time of the reported event.